Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 579 mg/dl. The customer did not want to troubleshoot. She only wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.